Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: during investigation, the pump was powered on to a fully functional display. The original complaint of a line through the display could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the bumper.